Event description:
A customer reported a handpiece problem, system message received and the system locked during a procedure. The procedure was completed after converting to a manual technique with a delay of more than 15 minutes. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).